Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix e/x on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix e/x on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with incarcerated ventral hernia thereby underwent laparoscopic repair with implant of composix e/x mesh. Per operative notes, ¿the omentum was dissected away from the wall of hernia defect and taken down. The defect was reduced. A composix e/x mesh was placed and tacked.¿ (B)(6) 2007 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic repair with excision of composix e/x mesh and implant of synthetic mesh. Per operative notes, ¿the adhesions of small bowel and mesh were lysed. The small bowel with mesh was resected. The dislodged mesh was identified and removed completely. The hernia defect was identified, repaired with synthetic mesh and tacked.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.